Event description:
Reporter indicated that the patient had developed an infection at the generator site post-implant and that the generator was being explanted. Physician plans to re-implant a new generator when the infection is resolved.